Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was undersensing. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a replacement procedure, undersensing was observed on the implantable pulse generator (ipg), which resulted in inappropriate pacing. The sensitivity was adjusted, but the issue persisted. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.